Event description:
Patient reported performing 3 sets of back-to-back blood glucose tests, using the suspect device, with results of 150 mg/dl and 80 mg/dl, 70 mg/dl and 191 mg/l, and 173 mg/dl and 78 mg/dl. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect prodduct and replacement product was shipped.